Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hsz. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The synthes complaint handling unit received a (B)(4) via standard mail on 11/12/2014. Only additional and/or corrected information will be contained in this report. This is report 1 of 1 for (B)(4).